Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Impella cp was showing low flow shortly after implant. Clot was suspected despite multiple attempts to reposition. Upon removal, clot was noted in the inlet and outlet. Thrombus was not noted in lv during lv gram. Pt has history of hypercoagulability. Impella cp successfully replaced for a new cp. The patient survived the procedure.

Manufacturer narrative:
The investigation into the reported issue has been completed. The returned pump was visually inspected. Biomaterial observed in inlet cage and around impella too. No other abnormality found. Root cause of the low pump flow was biomaterial due to patient condition related. This report is being filed as part of a retrospective review of historical records.